Event description:
Patient reported experiencing elevated blood glucose level of 410 mg/dl. Patient stated she removed her headset and noticed that it was wet and the cannula was bent. Patient was able to self-treat and did not require any outside assistance. Patient reported she changed the infusion set and bolused. Patient alleges the elevated blood glucose level is due to the bent cannula and insulin leakage. No adverse event reported. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.